Event description:
Dental assistant reported that a pt had infection and bone loss secondary to loose cover screw. Surgical intervention to graft bone. Pt was prescribed antibiotics. Pt is reportedly fine.